Event description:
Customer called reported unexpected negative antibody screen reactions on galileo with the pooled cell assay. A known anti-jka was reported negative on the galileo.

Manufacturer narrative:
The instrument images were reviewed and confirmed the unexpected reactions. The customer repeated the sample on the instrument several times, and it consistently reported positive. Customer suggested the tube that sample was drawn in may have caused the unexpected results. The customer did not return sample for investigation testing.